Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was received with wet fibers, and the corporate provided blood port and adapter caps were attached to the dialyzer. During gross visual examination, it was noted that the polyurethane (pu) on the non-cavity ID end of the dialyzer was uneven. A delamination was also observed on the non-cavity ID end of the dialyzer. The delamination extended from approximately 290° to 90°, with the dialysate ports positioned at 0°. There were no other damages or irregularities noted on the returned sample. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Vision systems and blood leak reduction capas are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported a dialyzer blood leak that occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up. The blood leak was reported to be internal, and it was visually observed in the dialysate compartment of the dialyzer. The blood leak reportedly occurred at the very beginning of hd treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. It was unknown if a blood leak test strip was used; however, it was reported that the use of one was unnecessary because of how obvious the blood leak was. No visible damage was observed on the dialyzer. After the machine alarmed, the lines were clamped and the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Event description:
A user facility clinical manager (cm) reported a dialyzer blood leak that occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up. The blood leak was reported to be internal, and it was visually observed in the dialysate compartment of the dialyzer. The blood leak reportedly occurred at the very beginning of hd treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. It was unknown if a blood leak test strip was used; however, it was reported that the use of one was unnecessary because of how obvious the blood leak was. No visible damage was observed on the dialyzer. After the machine alarmed, the lines were clamped and the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.